Manufacturer narrative:
(B)(4). Additional information requested and received: just for clarification, when the device didn't completely staple and didn't cut at all, did the device lock-out (no staples deployed or only a few staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unfortunately, this information was not given by the hospital.

Event description:
It was reported that during an unknown procedure, didn't completely staple and didn't cut at all; defective device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p55u7r. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.